Event description:
It was reported that the tubing connects to the vamp was observed to be leaking before use. Reportedly, the leakage was noted at the bonded area of the stopcock for the vamp.

Manufacturer narrative:
Device has not been received for evaluation at this time.